Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mid left anterior descending artery stenting procedure, with pre-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced into the unspecified guiding catheter. With advancement without meeting any resistance, the shaft of the bdc, outside the patients anatomy, cracked. Reportedly, there was no force needed to advance the bdc. The nc trek bdc was removed without difficulty and another nc trek bdc was used successfully to pre-dilate the lesion. A non-abbott stent was implanted and the procedure was complete. There was no patient adverse sequela or no clinically significant delay in the procedure reported. There was no additional information provided.